Event description:
A patient was implanted with two prodisc c vivo implants, date unknown. It was found on a follow up x-ray that the top implant had migrated anteriorly. No patient symptoms were reported but the surgeon decided to remove the implant and fuse the patient. Removal took place on (B)(6) 2025.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two prodisc c vivo implants, date unknown. It was found on a follow up x-ray that the top implant had migrated anteriorly. No patient symptoms were reported but the surgeon decided to remove the implant and fuse the patient. Removal took place on (B)(6) 2025. A DHR review could not be completed as the part number and lot number were not provided and could not be determined through the course of the investigation. Complaint trending found that the rate of complaints is within the level outlined in the risk documentation. A review of the risk documentation found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The implant was not returned following the removal surgery; therefore, no device evaluation could be completed. Imaging was provided that showed that the implant had migrated anteriorly. The removal was completed due to anterior migration of the implant. The submission is 1 of 1 devices involved in this event.